Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed noise and oversensing which lead to inappropriate anti-tachycardia pacing (atp) and shock therapy. The patient was seen for a revision procedure where the lead was capped and the device was explanted. There were no additional adverse patient effects reported.